Event description:
The customer reported that during the operation test, the unit will not charge and is shutting down.

Manufacturer narrative:
(B)(4). The customer reported that during the operation test, the unit will not charge and is shutting down. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.